Manufacturer narrative:
Correction: h6 - medical device problem code.

Event description:
It was reported that the patient present for follow up after inappropriate shock was delivered by the implantable cardioverter defibrillator. Inappropriate therapy was the result of atrial under-sensing. No patient symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.